Event description:
It was reported that patient underwent a fracture fixation procedure utilizing an inserter connector on (B)(6) 2015. During the procedure, the threaded rod of the cannulated screw introducer for the proximal screws fractured. The surgeon completed the case but the fractured end of the instrument remained in the threads of the 5mm screw which was implanted in the proximal end of the nail in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a fracture fixation procedure utilizing an inserter connector on (B)(6) 2015. During the procedure, the threaded rod of the cannulated screw introducer for the proximal screws fractured due to excessive torque. The surgeon completed the case but the fractured end of the instrument remained in the threads of the 5mm screw which was implanted in the proximal end of the nail in the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse, by product being put through torsional/bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.